Event description:
Information was received from a consumer implanted for urinary dysfunction. The consumer reported a power on reset (por) message. Therapy had turned off and reset to shipping parameters. At the time of the por, the patient was sleeping on a tempurpedic bed and there was a sudden "huge surge in the signal that woke her up" on (B)(6) 2016. The sensation "felt like thumping" and it caused muscle spasms as well as a por message on the programmer. During the call, it was determined that the patient was not currently feeling the surging sensation. It was indicated that the patient had an appointment at the hospital recently, indicating electromagnetic interference. An appointment was scheduled for (B)(6) 2016. Medical history included breast cancer requiring chemotherapy drugs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.